Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas lost connectivity to a paired dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom mobile application continued to display glucose readings, and the user reentered the pairing code and toggled connections per guidance, which restored function on the ilet. No adverse clinical symptoms reported. Outcomes included no interruption to glucose monitoring via the dexcom app and no need for medical intervention. User support included remote troubleshooting and user education focused on bluetooth pairing and device-to-sensor communication. Investigation of this case revealed a communication failure between the ilet and the cgm sensor consistent with a transient bluetooth pairing issue; no hardware component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or communication factors related to wireless connectivity.